Event description:
It was reported that oversensing noise was detected on the right ventricular (rv) lead on the rvtip to rvring vector. A chest x-ray was recommended to verify the connector pin/set-screw alignment. The rv lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).